Event description:
It was reported a blood leak was noted from the valve of a swartz braided introducer during an af procedure. Following transseptal puncture and insertion of an ablation catheter into the swartz braided introducer, it was noted blood leaked out of the crack between catheter and the valve. The introducer was exchanged for another swartz braided introducer and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
(B)(4). Visual inspection there was a kink located 1.2 inches distal from the hub of the dilator. Functional testing revealed there was a leak detected at the hemostasis hub of the swartz braided introducer. The introducer was tested for leaks by using pressure and submerging the introducer in water. Aspiration was also detected through the side port. The hemostasis cap was removed and the ultimum seal was examined revealing an abnormal tear in the side of the seal which caused the leak; this device past the manufacturing leak testing process. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.